Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving therapy via an implantable infusion pump. It was reported that since shortly after implant the patient has been experiencing headaches that improve when the patient lies down. It was also reported that there was fluid around the pump. The fluid had been drained several times but then fills up again. A dye study was planned and the fluid would be sent for analysis. Additional information was received from the rep on 2021-feb-03. It was reported that the dye study never took place. The managing doctor thinks it is probably a mix of csf and a seroma from the patient. A consult with the managing doctor resulted in a consult appointment being set to explant her entire system.